Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following initial implant, the patient's implantable cardiac monitor (icm) was unable to be interrogate and had no magnet response. The patient was asymptomatic. No changes were made.